Event description:
On 5/8/92, an intravenous solution of ds 1/2 ns was set to be administered through infusion pump at 50 cc/hour. Approximately 3 1/2 hours later, pump was observed to be at 90 cc/hour. Patient was noted to be in respiratory distress and chf. It was determined that about 250 cc extra fluid had been infused into patient. Patient was examined by a physician and treated with lasix to relieve chf. Infusion pump was sent to clinical engineering on 5/9/92 for evaluation. After initial visual examination, manufacturer was contacted. On 5/19/92, manufacturer was again contacted and device was sent to manufacturer for further evaluation.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Service records not available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: electrical problem, telemetry failure, none or unknown, none or unknown. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.